Event description:
Seroma/abscess became infected. Was hospitalized for staph (inconclusive blood work, ER staff couldn't get blood from arm or hand so they gave up). Was treated with IV antibiotics after 500cc of pus was removed from abscess in the ER by a special radiology team. In hospital (B)(6) 2024. (B)(6) 2024 had recurring abscess lanced, cleaned. The biozorb implant was floating loose in the abscess and tried to push its way out through the small lanced hole. This was painful. I pushed all my care givers (onco, radio, wound care, and surgeon) hard until I got an appointment to have the device removed on (B)(6) 2024. I had wound care from two inadequate providers before finding the wound clinic at (B)(6) hospital in (B)(6). I did daily wound care at home (cleansing, repacking) with weekly dr. Visits at the clinic where the wound had debridement. I received collagen packing. Eventually dr. Did 5 weeks of fish cell implants to get the wound to heal (was refused human placenta graphix). This wound took 5 months to close. I was on kadcyla infusions during this time, and during radiation prior to infection. (Last radiation treatment was on (B)(6) 2024. Infection symptoms began (B)(6) 2024, hospitalized (B)(6) 2024. Wound treatment through mid-(B)(6) 2024). I did not receive any information about risks from this coil that I remember. It was presented to me as standard treatment protocol. The surgeon who placed the biozorb coil also removed it thru the lanced hole, cut into 3 pieces first. In office procedure. Don't know what tests you would want.